Event description:
Customer's caregiver reported lancet device on 3 attempts would not insert into customer. Caregiver stated after being able to insert device and removed it from the customer, they were stuck by the device. No treatment was received. Control info does not apply. A request was made for return product and replacement product was sent.